Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occluder went into "cal" mode. The clinical engineer stated the issue had happened several times to the perfusionist. They have disconnected the occluder system and are using manual clamps. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR number 8100-2014-00067.